Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found that due to adhesive peeling around the bending tube, connection between bending section and distal end was detached. There was separation between the distal end and bending section. In addition, indication on the up/down plate was peeled. Sheet holder unit had corrosion due to water leakage. Due to a pinhole on the distal end, water tightness was lost. Due to damage on the balloon-water tube, water tightness was lost. The image guide bundle had significant breakage. Due to damage on the ultrasonic cable, the number of missing element exceeded the standard value. Due to damage on the ultrasonic probe, displayed ultrasound image was defective with missing elements. The acoustic lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.